Manufacturer narrative:
(B)(4).

Event description:
Patient reports transmitter had been damaged by lighting, a loud pop heard. The prongs were removed and re-attached and still would not power up, another electrical outlet was used and would still not power up. The transmitter will be replaced and returned.